Event description:
After drilling the holes for the 4in1 cutting block using the shapematch femoral block, it was not possible to place the 4in1 cutting block in the same holes as required.

Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.